Event description:
Additional information received indicated low sensing was also observed on the rv lead. A revision procedure was perform where rv lead damage was visually confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of low defibrillation impedance, r-wave amplitude variation, noise, and material integrity problem were confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged with blood/tissue. Visual examination found one external insulation abrasion caused by friction to the device can breaching the ring electrode and right ventricle cable lumen with the ethylene tetrafluoroethylene (etfe) cable coatings abraded. One ring electrode and right ventricle cable lumen cable were found to be abraded though/separated. The inner coil lumen and polytetrafluoroethylene (ptfe) liner was abraded in this region. The inner coil was noted to be abraded through/separated in the abrasion zone. The reported events were isolated to the exposure/separation of the inner coil and conductor cables in the abrasion zone. No other anomalies were noted with the exception of procedural damage.

Event description:
During an in-clinic follow-up, episodes of low defibrillation impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted, noted the noise was consistent with lead damage, and recommended lead revision. No intervention was performed at this time. The patient was stable and will continue to be monitored.